Event description:
Event description guidant received information that this epicardial defibrillation lead patch measured a high, out-of-range impedance during shock delivery. The clinician indicated that the lead condition would be invasivly examined in the near future, as the assocaiated device has reached a battery status of elective replacement indicated (eri) and will need to be replaced.